Event description:
It was reported to boston scientific corporation that a rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, during preparation, they found that the catheter was bent out of the package. The physician completed the procedure with another of the same device with no patient complications. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.